Event description:
The (B)(6) study indicated that patient with (B)(6) experienced a transient deficit of the left superior limb (motor deficit and ataxia) ten days after the index procedure with 3 galaxy coils. Event was resolved spontaneously in 1h. A transcranial doppler exam was performed: bilateral vasospasms were diagnosed). A CT angioscan was performed the same day, and confirmed the dopller diagnosis with a vasospam located bilaterally on m1 with a extension on the right m2 artery branch. Treatment by hypovolemia was performed. No recurrence observed in the following days. Patient also anxious during the night with an inversion of the rhythm wake/sleep. Patient pointed a light visual impairment of her left eye, which must be explored by ophthalmologist. Severity and seriousness of the adverse event was not informed by investigator. Causal relationship of the adverse event was not informed. Patient outcome: resolved with no sequel. Patient was admitted with a acutely ruptured aneurysm (<24 hours) of the right middle cerebral artery (sac height 3.5mm, sac width unknown and neck 1.8mm) discovered due to symptoms related to sah. The procedure was completed due to satisfactory results with placement of galaxy coils (trufill galaxy helical xstrasoft 2mmx6cm 640hx0206/15601008 x1, trufill galaxy complex xtrasoft 2mmx2cm 640cx0202/13500239 x1, and trufill galaxy complex xstrasoft coil (640cx0201/15605033 x1) . The final angiographic result indicated that there was a complete occlusion (100% occluded) of the aneurysm. No sub-arachnoids hemorrhage was reported during the procedure. Medication was unknown. The patient had no history of previous sah, endovascular or surgery treatment from another aneurysm. At baseline, the mrs was unknown. Patient medical history: no diabetes, no smoker, no hypertension, no hyperlipidemia.

Manufacturer narrative:
The (B)(4) study indicated that patient with ID 01-52 experienced a transient deficit of the left superior limb (motor deficit and ataxia) ten days after the index procedure with 3 galaxy coils. Event was resolved spontaneously in 1h. A transcranial doppler exam was performed: bilateral vasospasms were diagnosed). A CT angioscan was performed the same day, and confirmed the doppler diagnosis with a vasospasm located bilaterally on m1 with a extension on the right m2 artery branch. Treatment by hypovolemia was performed. No recurrence observed in the following days. The patient was also anxious during the night with an inversion of the rhythm wake/sleep. Patient pointed a light visual impairment of her left eye, which must be explored by ophthalmologist. Severity and seriousness of the adverse event was not informed by investigator. The current patient condition was reported to be with no neurological deficit. At the discharge, patient has informed of a light visual impairment of her left eye, which must be explored by ophthalmologist. The vasospasms were related to the sah, but it was not mentioned for visual disturbance, exploration has to be done by ophthalmologist. The visual disturbance was ongoing at the discharge, and no additional visit has been conducted since discharged. The patient was discharged home with visual disturbance must be control by an ophthalmologist. A clinical follow-up visit must be done by investigator at 6 months post procedure. No further information was available. Causal relationship of the adverse event was not informed. Patient outcome: resolved with no sequel. The patient was admitted with an acutely ruptured aneurysm (<24 hours) of the right middle cerebral artery (sac height 3.5mm, sac width unknown and neck 1.8mm) discovered due to symptoms related to sah. The procedure was completed due to satisfactory results with placement of galaxy coils (trufill galaxy helical xstrasoft 2mmx6cm 640hx0206/15601008 x1, trufill galaxy complex xtrasoft 2mmx2cm 640cx0202/13500239 x1, and trufill galaxy complex xstrasoft coil (640cx0201/15605033 x1) . The final angiographic result indicated that there was a complete occlusion (100% occluded) of the aneurysm. No sub-arachnoids hemorrhage was reported during the procedure. Medication was unknown. The patient had no history of previous sah, endovascular or surgery treatment from another aneurysm. At baseline, the mrs was unknown. Patient medical history: no diabetes, no smoker, no hypertension, no hyperlipidemia. The devices remain implanted and are not available for analyses. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaints. Review of lots revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Vasospasm, or contraction of smooth muscle fibers in the wall of a vessel as a result of direct physical irritation of the endothelium, is a commonly recognized adverse event that may complicate an endovascular procedure. No definitive conclusion can be made regarding the event of visual disturbance, but patient, procedural and pharmacological factors may have contributed to the event. With review of the available information and device history records there is no indication of any device manufacturing or design issues related to the event; therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 3007628272-2012-50089, 3007628272-2012-50090 and 3007628272-2012-50091.

Manufacturer narrative:
The current patient condition was reported to be with no neurological deficit. At the discharge, patient has informed of a light visual impairment of her left eye, which must be explored by ophthalmologist. The vasospasms were related to the sah, but it was not mentioned for visual disturbance, exploration has to be done by ophthalmologist. The visual disturbance was ongoing at the discharge, and no additional visit has been conducted since discharged. The patient was discharged home with visual disturbance must be controlled by an ophthalmologist. A clinical follow-up visit must be done by investigator at 6 months post procedure. No further information was available. This is one of multiple products involved with this adverse event, which is associated with mfg report 3007628272-2012-50089, 3007628272-2012-50090 and 3007628272-2012-50091.

Manufacturer narrative:
This is one of multiple products involved with this adverse event, which is associated with mfg report 3007628272-2012-50089, 3007628272-2012-50090 and . The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.